Event description:
It was reported that the patient attended the ER due to pain. Luxation was confirmed, and closed repositioning was performed approximately 7 years, 10 months, and 6 days post-implantation. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: biolox delta cer lnr 32mm e; item# 110003626; lot# 3597856. Echo por fmrl nc 11x135mm; item# 192011; lot# 506890. G7 pps ltd acet shell 52e; item# 010000663; lot# 3352906. G2 ¿ foreign ¿ denmark. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.